Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 3.4 mmol/l (mobile) and 6.7 mmol/l (compact). No adverse event reported. Return of suspect devices was requested and replacements were sent.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.